Event description:
The hospital reported that the insufflation port from the vasoview hemopro 2 was found detached and lying inside the kit prior to opening the kit onto the sterile field. A new device was opened to complete the procedure. There was no procedural delay. Photograph was provided. The valve end was observed to be detached from the insufflation tube inside the opened plastic product carrier.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the insufflation port from the vasoview hemopro 2 was found detached and lying inside the kit prior to opening the kit onto the sterile field. A new device was opened to complete the procedure. There was no procedural delay. Photograph was provided. The valve end was observed to be detached from the insufflation tube inside the opened plastic product carrier. No patient harm.

Manufacturer narrative:
(B)(4). Updated fields: b4, b5, g3, g6, h2, h6, h11.